Event description:
It was reported that at the end of a rotator cuff repair procedure using the firstpass suture passer, the pin came out of the handle of the device and the device came apart. The surgeon had to use a competitor's product to pass the final stitch. There were no significant delays or pt complications reported as a result of this event.